Manufacturer narrative:
The reported reader has been returned and investigated. Performed visual inspection on the returned reader and observed damage to the usb port. Unable to download the log due to the usb port damage. Did not observe any evidence of fire, smoke, electric shock or explosion. Extended in has also been performed. A DHR (device history review) has been performed for the fs libre reader and the DHR showed that the fs libre reader passed all tests prior to release . No further investigation is required. No malfunction or product deficiency was identified. The complaint is not confirmed due to a use issue.

Event description:
Customer reported that their adc freestyle libre reader smoked when her doctor charged it. The customer reported visible smoke. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The product has been requested back for investigation. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle libre reader smoked when her doctor charged it. The customer reported visible smoke. There was no report of death, serious injury, or mistreatment associated with this event.